Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing due to post paced t wave oversensing on the defibrillator. The patient is a night nurse and the event occurred when she was on duty. The patient was not reported to be symptomatic. No other electrical anomalies were observed. The physician decided not to make any programming changes and would continue to monitor the patient via merlin.net